Manufacturer narrative:
The technician isolated the issue to a sticking head up solenoid valve. He replaced the solenoid valve to repair the bed.

Event description:
Information received indicates the head of the bed cannot be raised.